Manufacturer narrative:
Device 3 of 4.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the infusion set fell off during use from (B)(6) 2024. The issue occurred with four similar types of infusion sets used for 24 hours or less. The blood glucose level of the patient was 230 mg/dl. No further information available.